Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed deformation on the device. ¿ observed wear abrasion on the device. ¿ observed bubbles in the gel. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Initially, patient reported right side no complaint against the device. Recently, healthcare professional reported a capsular contracture baker grade IV. Deice has been explanted and replaced.